Manufacturer narrative:
(B)(4).

Event description:
The customer obtained a questionable low result for one patient sample using the mg2 magnesium gen.2 (mg2) assay on the cobas 8000 c (701) module. All results were released outside of the laboratory, and all are in units of mg/dl. The initial result was 0.8. This result was auto-verified and reported. There was no data flag or alarm. The sample was repeated with a result of 2.2. No adverse event occurred. The mg2 reagent lot number is 23084901 with an expiration date of 12/31/2018. The customer performed a precision check on mg2 and obtained a cv of 2.96%, which was slightly high. The customer stated that the probes looked fine and there was no liquid on top of the cuvettes. The four probes were changed recently, but the customer does not know the lot numbers. The customer uses three mg2 reagent packs per day, but does not know when the reagent pack used in the event was loaded onto the analyzer. The field service representative found that the sample probe seal was missing. He replaced the sample probe seal and performed a precision test with a cv of 1.5%. The analyzer performed within specification. The customer performed calibration and quality controls which were acceptable. The root cause of the issue was the missing sample probe seal, which would cause the sample pipetter to become leaky and lead to a sample pipetting issue. The issue was resolved by the service activities.